Event description:
It was reported that the pt underwent a sling procedure in 2007. In 2008, the pt complained of urgency and was treated with vesicare 5mg daily. The surgeon has stated that there were no intra-operative complications and that the device did not malfunction.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.